Manufacturer narrative:
Of the initial medwatch report (event date) indicates: (B)(6) 2018. Of the initial medwatch report (event date) should indicate: (B)(6) 2018.

Event description:
The customer contacted physio-control to report that their device did not recognize infant/child reduced energy defibrillation electrodes during an intervention. The device prompted "connect electrodes', even though they were connected to both the device and the patient. The healthcare providers therefore changed the electrodes to adult electrodes that were immediately recognized. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not recognize infant/child reduced energy defibrillation electrodes during an intervention. The device prompted "connect electrodes', even though they were connected to both the device and the patient. The healthcare providers therefore changed the electrodes to adult electrodes that were immediately recognized. The patient did not survive the event.

Manufacturer narrative:
The supplemental medwatch report indicates: of the initial medwatch report (event date) indicates: (B)(6) 2018. Of the initial medwatch report (event date) should indicate: (B)(6) 2018. Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. New information for supplemental medwatch report (follow up report# 002): physio-control reviewed the provided printout of the electronic patient record and determined that the device use may have contributed to the patient outcome. It was confirmed that ECG was unobtainable for approximately 7 minutes before a patient connection was recognized with a second set of electrodes. Physio-control further evaluated the infant/child electrodes that were used during the event and it was observed that there was a foreign material present on one of the electrodes. Physio-control determined that the type of foreign material present had physical properties similar to tegaderm. A clinical review determined that the likely cause of the reported issue was due to use error. Tegaderm is a type of wound dressing that would have been applied to the patient's skin. It's likely that the users did not properly prepare the patient's skin, resulting in the infant/child electrodes being placed over the tegaderm. This prevented a patient connection being obtained. When the electrodes were subsequently removed, it would have also removed the tegaderm. This would have allow a follow up set of electrodes to function properly. The users did not follow the operating instructions regarding patient preparation for therapy electrode placement to "clean the skin and dry it briskly with a towel or gauze."

Event description:
The customer contacted physio-control to report that their device did not recognize infant/child reduced energy defibrillation electrodes during an intervention. The device prompted "connect electrodes', even though they were connected to both the device and the patient. The healthcare providers therefore changed the electrodes to adult electrodes that were immediately recognized. The patient did not survive the event.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death".

Event description:
The customer contacted physio-control to report that their device did not recognize infant/child reduced energy defibrillation electrodes during an intervention. The device prompted "connect electrodes', even though they were connected to both the device and the patient. The healthcare providers therefore changed the electrodes to adult electrodes that were immediately recognized. The patient did not survive the event.

Manufacturer narrative:
Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "(B)(6) 2018".

Event description:
The customer contacted physio-control to report that their device did not recognize infant/child reduced energy defibrillation electrodes during an intervention. The device prompted "connect electrodes', even though they were connected to both the device and the patient. The healthcare providers therefore changed the electrodes to adult electrodes that were immediately recognized. The patient did not survive the event.